Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient experienced burning (¿excessive heat inside body¿, warmth) at the implantable neurostimulator (ins) battery site (device pocket) when charging after about 15 minutes or so. It was noted that the charging head was not hot but just the patient¿s skin which was described as ¿like it is burning from the inside.¿ no ¿thermometer¿screen was observed during the event. There were no obvious burns, redness, swelling, or other issues observed or reported. Diagnostic and troubleshooting included impedance testing (which was normal) and reprogramming of the ins (software update applied) were performed. It was also noted that the recharger will be replaced in the future. There were no other actions required as a result of the event. It was reported that there was no patient harm and their status at the time of report was reported as ¿alive ¿ no injury.¿ follow up information received 3 days later reported that the patient was able to demonstrate effective recharging. The recharger had not been replaced at the time of report but that a new recharger will be provided as a precaution. There were no x-rays taken of diagnostic tests performed. It was reported that the cause of the issue could not be determined. The patient is (and always was) getting effective therapy with the only complaint burning while charging and that ¿wasn¿t all the time.¿ if additional information is received, a follow up report will be sent.